Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that a female patient underwent a "biceps tendonysis" repair with the use of a milagro screw for fixation. At some time post-operatively, the patient presented with some sort of evidence of reaction at or near the wound site. Patient has had other surgeries with the use of br products without issues. Some testing has been done with some results yet not made to mitek. Further information and detail to follow.